Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a qdot micro for which biosense webster¿s product analysis lab (pal) identified a hole on the pebax. It was initially reported by the customer that during ablation with qdot micro catheter, it was stopped due to temperature rise. When the catheter was removed and checked, blood was found inside the catheter. The catheter was replaced with another new one and the procedure was successfully completed. The patient was not affected. The customer's reported temperature and blood inside the catheter issues are not considered to be MDR reportable since the potential risk that these could cause or contribute to a serious injury or death to the operator or patient is remote. On 18-oct-2024, the bwi pal revealed that a visual inspection of the returned device found a hole in the pebax and a reddish material inside the pebax. These findings were reviewed and assessed the issue of a ¿hole¿ in the pebax as an MDR reportable malfunction since the integrity of the device has been compromised.

Manufacturer narrative:
Device evaluation details: the product was returned to johnson & johnson medtech (j&j medtech) for evaluation. Visual inspection, irrigation, temperature and impedance test of the returned device were performed following j&j medtech procedures. Visual analysis revealed that there was reddish material presumably blood and a hole in the pebax's surface. The irrigation test was performed and no obstructed holes or irrigation issues were observed. The temperature and impedance test was performed and there was no issues observed, the temperature and impedance values were observed within specifications. A manufacturing record evaluation was performed and no internal actions related to the reported complaint condition were identified. The hole and reddish material in the pebax could be related to the high temperature and foreign material issue reported by the customer. The complaint was confirmed. The potential cause of the pebax hole could not be conclusively determined. The instruction for use (IFU) of the device contain the following recommendations: when rf energy is interrupted for either a temperature or an impedance rise (the set limit is exceeded), the catheter should be removed, and the tip should be inspected for char/coagulum that may be present on the tip. If present, do not continue the procedure with the same catheter and replace the catheter. If no char/coagulum is present, flush the tip to ensure the irrigation holes are not plugged prior to reinsertion of the catheter inside the patient body; do not scrub or twist the distal tip electrode during cleaning. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).